Event description:
It was reported that the asymptomatic patient presented in-clinic for during a routine follow-up. Upon interrogation, low right ventricular lead impedance, r wave undersensing, and loss of capture were noted. The patient did not experience symptoms due to the abnormal lead measurements. Programming changes were made. The patient will be followed-up normally.

Manufacturer narrative:
Correction: (B)(4) oversensing was not previously reported. Correction: this supplemental report is to correct the initial MDR reported. This section had erroneously omitted noise events. The correction to supersede the initial MDR section previously reported.

Event description:
It was reported that the asymptomatic patient presented in-clinic for during a routine follow-up. Stored electrocardiograms showed high ventricular rates were noise, and others were atrial tachycardia. Upon interrogation, low right ventricular lead impedance, r wave undersensing, and loss of capture were noted. The patient did not experience symptoms due to the abnormal lead measurements. Programming changes were made. The patient will be followed-up normally.